Event description:
The brat 2 blood salvage device shut down during surgical use and could not be restarted. The patient was given 20 units of banked blood in a situation where the patient's own blood could have been processed by the brat 2 and returned without the need for banked blood.